Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear and damage due to repeated intended use. No further investigation required. Complaint information was provided by (B)(6).

Event description:
It was reported during an unknown procedure the reamer was found to be dull, taking longer to remove bone. The procedure was completed successfully with another device. No adverse events as a result of malfunction.